Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited more than five seconds of right ventricular noise and pacing inhibition, that was reproduced during patient pushing up out of the chair. There was no change in impedance measurements. Technical services (ts) discussed behavior indicative of muscle noise and suggested troubleshooting and programming options. There was no adverse patient effects reported. The device remains in service.